Event description:
Reporter states that customer's son obtained results of 100 mg/dl, 300 mg/dl, and 400 mg/dl on the advantage system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect and replacement was sent.